Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services for high blood glucose on (B)(6) 2020. Blood glucose reading was unknown at the time of event. The customer was treated with insulin drip at the hospital. Customer had symptoms such as nausea and headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer¿s last blood glucose reading was 416 mg/dl. Customer stated that insulin pump was returned for critical ump error. The insulin pump will not be returned for analysis.